Event description:
Please refer to report 0009613350 - 2019 - 00324.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11 - medical products and therapy date detail of product: item number: 0100401075, item name revitan, proximal part, conical, uncemented, 75, taper 12/14, lot#: unknown. Item number: 00877502802, item name biolox delta, ceramic femoral head, m, 28/0, taper 12/14, lot#: unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received x-rays, other source documents (surgical reports, photos) for review. The manufacturer received the product on (B)(6) 2019. Should additional information become available and/or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on an unknown side and underwent revision surgery due to fracture.

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Review of event description: the patient was implanted with a distal revitan stem in 2007/2008, which was revised on (B)(6) 2019 due to pin fracture. Review of received data: implantation report of (B)(6) 2010: diagnosis: left hip: fractured revitan stem, state after hip revision in terms of a stem revision in 2007 after primary prosthesis 10 years ago. Indication: more than 2 years ago, during a stem revision using a trochanteric osteotomy, there were intraoperative problems with fixing the proximal part of the revitan stem. In the course some months ago, the proximal part broke and the patient had instant pain. It is planned to revise the stem, with the hope that only the proximal part will have to be replaced. In addition, re-osteosynthesis of trochanter major will be attempted. Procedure: the hip joint is opened using the old scar. The proximal part of the fractured revitan stem is completely loose and can be easily removed by hand. Using a rasp and a sharp spoon the proximal portion of the femur is cleaned out, removing 2 more fragments of the proximal stem part. A test is made to see if the thread of the distal part can be used, which seems possible. The thread is completely normal. Accordingly, it is attempted to place a new proximal part on the distal stem part, which is unsuccessful. The stem is further inspected and a ring of a trial part is found, which normally should be removed before the definitive assembly of the proximal part. After removal of this ring it is tried again to fit the proximal part on the distal part. This is now possible without problems. An identical proximal part and a biolox delta head size m are selected. This results in a slight shortening of the leg but appears to be necessary for the re-osteosynthesis of the trochanter. The reduction shows a good tension, but this is hardly assessable due to the pseudoarthrosis of the trochanteric osteotomy. Extensive irrigation is made. Further mobilization of the trochanter whereby a lot of scar tissue needs to be removed dorsally. A part of the posterior trochanter must be removed to prevent an impingement- and dislocation-tendency as much as possible. First, by means of a saw, decortication is performed on both sides (i.e. Proximal femur and trochanter side) then the bone is refreshed. A 150 mm trofix plate is selected and adapted on appropriately. The proximal part is positioned around the trochanter. The trochanter major is reduced and the pseudoarthrosis is closed using a tensioning device. Osteosynthesis is made on both sides using screws and the tensioning device is removed. Bone harvested during surgery and cancellous bone as well as allograft cancellous bone is inserted among others around the proximal part of the prosthesis and around the pseudoarthrosis of the trochanter. A very stable situation is now seen, with no dislocation tendency and no impingement. Irrigation is made, two redon are placed and the wound is closed. Case report published by dr. (B)(6) and dr. (B)(6) on (B)(6) 2018: the case report [1] was published to inform about a fracture of a revitan modular revision stem due to an intraoperative technical problem. In the case description section, it is stated that in (B)(6) 2008, during implantation of a revitan stem (distal part: diameter 14 mm, length 140 mm; proximal part: length 75 mm conical; head biolox diameter 28 mm) the surgeon implanted first the distal part and tested it with a trial proximal part. Afterwards, when the surgeon tried to connect the definite proximal part to the definite distal part he experienced difficulties. The screw to fix the two parts together could be fitted but could not be tightened. The two parts seemed to be fixed well together and the situation was left as it was. Two and a half years after implantation of the revitan stem the patient felt a sudden pain while walking. He could only limp and hardly walk and he did so without consulting a doctor for another two months. A re-revision was performed and intraoperatively, the proximal part of the stem was found broken on the medial side. The distal part was well fixed and no change of the part seemed to be needed. As during the first revision it was observed that the two parts could not be fixed. On further inspection, a small ring was found on the distal part and discovered to be a part of the proximal trial part. After its removal the connection of the two parts was possible without problems. Revision report of (B)(6) 2019: diagnosis: left hip: primary implantation in 1999. State after hip revision in terms of a stem revision in 2007. State after revision of the proximal part of the revitan stem, re-osteosynthesis of the trochanter major after a broken revitan stem in (B)(6) 2010. Current situation: re-breakage of the revitan stem, now at the connection pin. Indication: in 2007 revision of a loose hip prosthesis and implantation of a modular revitan stem was performed. A ring from a trial part was forgotten between the proximal and distal part, which after 3 years caused the proximal part to break. However, the connection and especially the taper were still intact. As a result, a new proximal part was placed on the intact taper in 2010 and a cancellous bone-plasty was performed. Until a few weeks ago the patient was well satisfied with this, although he was already not quite well at the beginning of the year and the osteosynthesis material from then, a trofix plate to stabilize the transverse trochanteric osteotomy at least temporarily after the operation in 2010, was broken, which was already a bit strange at that time, but finally no plate removal was performed. About 4 weeks ago the patient suddenly was almost unable to walk. After this it was seen that the revitan prosthesis is broken again but this time not at the proximal part but at the connection between the proximal and distal part. Revision is discussed with the patient in terms of transfemoral removal of the prosthesis as well as re-implantation of a non-modular revision prosthesis, because it is unclear if enough can to be done above the osteotomy and if the anchorage would be sufficient. In reserve, it is possible to revise the cup, since with a non-modular curved revision prosthesis that is now planned, after several operations and especially with the 2007 transverse osteotomy of the trochanter and 28 mm diameter femoral head, there is no guarantee that stability will be achieved. Procedure: the hip joint is opened through the old scar with extension distally and proximally. The soft tissues are not at all attached to the trochanteric plate which can be exposed relatively easily. However, removal is time-consuming, the screws are tight, some of them break and the hooks at the top of the trochanter major have to be found and removed separately. At the end, everything can be removed. Even the cerclage wire remaining from the last surgery can be removed after searching. Although radiologically the trochanter appears to be detached, certainly dorsally there is a bridging and anteriorly a kind of very tight pseudoarthrosis. In any case, the abductor mechanism is in continuity, but thick. And especially dorsally it is almost in contact with the iliac crest. The transfemoral osteotomy, about 20 cm from the top of the femur, is performed. Sawing the dorsal side is relatively easy. With the chisels an identical osteotomy is made from the dorsal side on the front side. The bone flap can be slowly put away. However, the bone flap must be slowly detached distally from the revitan stem as the bone is well attached to the prosthesis. The stem is freed till the joint removing a lot of material. As expected, the stem is fractured at the connection pin. The proximal part including the head can now be removed. The pairing is ceramic on ceramic. The cup shows barely signs of usage, at most it is slightly scratched. The fractured distal part of the stem is removed using k-wires, chisels, drills and a special device, supplied by the company to remove broken stems. The rest of the surgical report describes the steps to prepare the femur and implant an uption stem as well as the revision of the cup. According to the implants section of the report a biolox delta head, an avantage cup and an avantage e1 insert were used. X-rays: several x-rays were received in a powerpoint file. On every x-ray there is a text field with a date. (B)(6) 2008 ¿ pelvis overview and second view of the left hip. There are hip prostheses implanted in the left and right hip. On the left hip a non-modular stem is seen. Radiolucent areas can be observed around the stem in gruen zones 1, 8 and 14. There are heterotopic ossifications above the tip of the trochanter major. The inclination angle on the left cup is approximately 47°. The anteversion angle of the left cup seems to be high. (B)(6) 2008 ¿ ap view and second view of the left hip. Compared with the previous study date, a revitan stem is implanted in the left hip. There are cerclage wires around the proximal femur and around the trochanter major and the heterotropic ossifications. Along the medial side of the proximal stem part extending to the proximal region of the distal stem part there is a radiolucent gap visible which is partially bordered by a sclerotic line on the bone side. It seems that this gap corresponds to the medial bony boundary of the previously implanted stem. It cannot be seen where the proximal part of the stem ends and the distal part begins. The appearance of the stem is like a non-modular stem and just below the cerclage wires the contour of the stem is shifted medially. In the second view it seems that the trochanter major fragment is separated. (B)(6) 2009 ¿ pelvis overview and second view of the left hip. The proximal part of the revitan stem is slightly tipped medially and its distal end is shifted laterally. Medially, at the distal end a protruding broken fragment of the proximal part can be seen. The cerclage wires are fractured in several places. The trochanter major seems to be separated at the level of the stem¿s shoulder. There is a radiolucent gap along the lateral side of the proximal stem part which is bordered by a sclerotic line on the bone side. The gap along the medial side of the proximal stem part and proximal region of the distal stem parts seems to be still there, but is partially covered by the tipping of the proximal part. The inclination and anteversion angles of the cup are unchanged. The second view shows no further changes that are not already seen on the pelvis overview. (B)(6) 2010 - pelvis overview and second view of the left hip. There is a new proximal part of the revitan stem implanted in the left hip. The previous cerclage wires are removed and a trochanteric plate is implanted. The plate¿s proximal hooks are holding the proximal part of the separated trochanteric fragment. Two proximal screws fix the plate to the fragment whereas additional screws fix the plate to the femur. The trochanteric fragment has an inhomogeneous structure. Between the fragment and the rest of the bone there is a gap at the level of the stem¿s shoulder. There is a radiolucent gap between the lateral side of the proximal stem part and the cortical bone. It can be observed where the proximal part of the stem ends and the distal part begins. In the second view a radiolucent area is visible along the posteromedial side of the proximal stem part. (B)(6) 2019 - pelvis overview and second view of the left hip. The pelvis overview shows a fracture of the connection pin of the revitan stem. The proximal part of the stem is tilted medially. The tilting of the proximal stem part exposes laterally a radiolucent area that is bordered by a sclerotic line on the bone side. Along the medial side of the proximal part of the stem there seems to be an inhomogeneous bone structure. The distal half of the trochanteric plate is overgrown by bone. Compared with the previous study date the gap between the trochanter fragment and the rest of the bone is wider having a v-shape. It seems that at least two of the hooks of the trochanteric plate are broken. The two proximal screws are partially out of the fragment. On the second view, radiolucent areas are visible along the anterior and posterior side of the proximal part of the stem. Posteriorly, there seems to be a contact between a screw and the distal end of the proximal part of the stem. Product evaluation: visual examination: the connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 5 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side. The medial end of both fracture surfaces is polished to a shine. Anterior and posterior to the fracture origin area, dark grey discoloration can be seen on both fracture surfaces. The anterior edge of the proximal fracture surface is slightly deformed inwards while the medial and lateral edges are slightly deformed outwards. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. On the proximal part of the revitan stem, revision damage in the form of scratches, nicks and instrument marks can be seen. A polished area can be observed on the medial side of the anchoring surface. On the posterior side a small polished area can be seen next to the two bore holes. At the distal end of the posterior anchoring surface there are two small wear marks. There are hardly any bone attachments on the anchoring surface of the proximal stem part. The medial edge of the medial shoulder is slightly worn. On the proximal fracture part of the connection pin there is an almost circumferential stripe revealing surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a) revealed polishing, smeared material, signs of fretting and corrosion as well as a crack. Adjacent to the stripe joins the original surface followed by the blasted area. A polished area can be seen in the blasted area on the posterior side of the pin. On the distal part of the revitan stem bone attachments are visible. Removal damage in the form of scratches, nicks and a bore hole can be recognized on the anchoring surface. Revision damage in the form of slight scratches and nicks can be observed on the face surface of the stem as well. On the face surface wear marks can be seen, more predominantly on the medial side. These wear marks probably derived from the ring that remained in between the proximal and distal part of the stem after the implantation in 2007/2008. Some wear is recognizable on both the anterior and posterior shoulders of the stem. On the lateral and posterior inside of the stem body worn areas can be seen. In the as-received condition the biolox delta head and the proximal part of the revitan stem were still assembled. For further investigation the parts were disassembled. Before the disassembly the stem to head position was marked. Except for the pole area and the area below the equator, the head shows dense metallic smearing. Close to the equator there are two elliptical-shaped areas recognizable. They have a length of approximately 10 mm and a maximal width of approximately 2 - 3 mm. Under certain lighting conditions it can be observed that the elliptical-shaped areas have a matt appearance. The areas were further inspected under the microscope (nikon epiphot) at 200-times magnification with differential interference contrast (dic). Compared to the polished head surface many dark appearing spots can be observed in the matt area. The transition between the two is well recognizable. The spots could possibly be pits. The head taper shows the commonly observed material transfer from the stem taper indicating a proper fixation of the head on the stem and the material track probably from its removal. Some metallic smearing can also be noticed on the bottom bevel of the head. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. The review showed that all released products met the specifications valid at the time of production. Complaint history review: a complaint history search for the reference 01.00405.118 and lot 2411175 was done in order to determine if any other similar reported issues have been received. Only one additional complaint for the same reference and lot combination was found. However, that complaint is already investigated and showed a different medical history. Further the investigation of this case did not confirm any product nonconformities or deviations. Conclusion: this report covers the investigation of the distal part of the revitan stem, implanted in 2007/2008, and the proximal part of the revitan stem, implanted on (B)(6) 2010, which were revised on (B)(6) 2019 due to a fracture of the connection pin. According to the information received it became apparent that there are two other events connected to this case: a part of the proximal trial part remained in situ during implantation of the revitan stem in 2007/2008 (reported under (B)(4). Fracture of the proximal part of the revitan stem resulting in revision of the proximal part of the revitan stem and biolox head on (B)(6) 2010 (reported under (B)(4). Radiologically, indications for the above events can be observed. Investigation of the retrievals at hand showed that the fracture of the revitan stem occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin area is located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an almost circumferential stripe revealing a mixture of surface changes. It is unknown if the stripe existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. Further, polishing can be seen on the medial and posterior side of the anchoring surface of the proximal part. Two small worn marks are seen at the distal end of the posterior anchoring surface. These indicate movement between the part and the surroundings (bone, osteosynthesis devices). It is unknown if these existed already before the start of the fracture and is associated with it or developed exclusively as a concomitant. On the x-rays at hand it can be recognized that from the beginning of the implantation of the revitan stem and throughout the time in vivo there was a radiolucent gap along the medial side of the proximal part. The implantation of the revitan in 2007/2008 was made using a trochanter osteotomy. In the follow-up it seems that the trochanter osteotomy never healed even if during the revision surgery in 2010 it was tried to re-fix the trochanter fragment using a trofix plate and bone was placed around the proximal part of the prosthesis and around the pseudoarthrosis of the trochanter. However, as the x-rays between 2010 and 2019 are not at hand it stays unknown how the bony situation developed during this period. The x-rays taken before revision in 2019 show that there is still a radiolucent gap around the proximal part of the stem and that the trochanter did not consolidate. Today it is known that for patients with severe proximal deficiency, a surgeon should consider surgical options to ensure proximal bone support (such as medial and/or lateral strut grafts) or switching to a monobloc revision stem [2]. At the time of implantation this was not known and respective guidance could not be provided to the surgeon. Based on the above described findings and today¿s knowledge, the proximal bone support of the revitan stem during the time in vivo can be interpreted as suboptimal. The bone support situation in combination with other factors, e.g. The surface changes observed on the connection pin, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. As there is no patient information available (e.g. Bmi, type and level of physical activity, etc.) Any influencing factors that may result from these aspects remain unknown. On the articulation surface of the biolox delta head there are two elliptical-shaped areas that have a matt appearance. These areas could point to a stripe wear situation. The anteversion of the cup seems to be high. This and the change of position of the proximal part due to the fracture could possibly have contributed to this situation. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). References: [1] herold f, eijer h, fracture of a femoral revision stem following a technical failure, case reports in orthopedics, volume 2018, article ID 9691627 [2] revitan straight revision hip system - surgical technique, 06.01109.012x - rev. 2 2016-11 a4. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential pin breakages of the revitan revision hip system in the future. Zimmer switzerland manufacturing gmbh decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and planned for revision surgery due to unknown reason.